Manufacturer narrative:
(B)(4). The device was manufactured january 13, 2015 ¿ january 14, 2015. The device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size located on the exterior surface of the bladder. The particle was not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate had a particle. The particle was identified before use. There was no patient involvement. No additional information is available.